Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/10/2016, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose of 487 mg/dl, vomiting, and large ketones. During troubleshooting, customer support found that the patient was dehydrated, unrelated to the high bg, and had been overriding dosage recommended by the bolus calculator feature. Cs found no issues with pump delivery. This complaint is being reported as the patient had hyperglycemia, made a use error, and had lost confidence in the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the history settings was not confirmed in testing. A review of the pump basal change history on (B)(6) 2016 does not match basal program 1, with the basal program changing to 0.375 u/hr at 04:30, 0.425 u/hr at 0:700 until 22:00 whereupon it was changed to 0.400 u/hr. These basal changes account for the tdd for that date appearing to be larger than the daily programmed basal total. The pump was put on a basal program of 2u/hr for 24 hours; pump history indicates the tdd was recorded accurately. There was a battery compartment crack at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.